Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit, and connected it with the simulator to have input static and dynamic pressure results. The iabp readings matched calibrated input data. The fse then ran fiber optic test with test equipment, and was unable to get waveform or numerical output. He noticed the plug end of tester that plugs into fiber optic module was loose and would not click into place and was easily moved in and out. The fse also inspected the fiber optic assembly, and the nut had come off the screw that holds the fiber optic female connector input on the assembly. This was not allowing the fiber optic plug in to fully engage with the female connector on the fiber optic assembly. The fse replaced the nut and tighten the plug assembly, and the connector was now secured. The fiber optic plug in now snaps into place and is held in solidly. The fse also ran fiber optic test from the diagnostic menu, and it passed. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a fiber optic issue. Customer reported that pressure readings were not consistent with secondary monitoring, and augmentation waveforms were inconsistent. No patient harm, serious injury or adverse event was reported.